Event description:
It was reported that the clear, saline solution inside of a clearlink secondary medication set became cloudy, indicative of a potential adverse interaction of the set¿s material with the fluid. This occurred during priming, as the solution was being ¿back flushed¿. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4) : the sample was received for evaluation. A visual inspection identified that the drip chamber was slightly cloudy. A fourier transform infrared spectroscopy scan determined that the cloudy appearance of the solution was due to the presence of small crystalline particles that were identified as calcium stearate. The source of the calcium stearate could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.